Event description:
It was reported prior to deployment of a 6f angio-seal sts plus a femoral angiogram revealed the puncture was above the superficial femoral and profunda femoris artery. The pt did not appear to have any peripheral vascular disease. The pt developed low blood pressure post dialysis and was administered medication type and dose unknown. Two days later diagnostic imaging revealed retroperitoneal bleeding. The pt underwent surgery and subsequently died the next day. The surgeon stated the anchor of the angio-seal device was found in the subcutaneous tissue and not deployed in the femoral artery. Reportedly the anchor was sent for analysis. Attempts to obtain additional information were unsuccessful. The pt was given anticoagulants post angioplasty - type and dose unknown. The pt had a preexisting condition of renal failure requiring dialysis and unconfirmed myeloma.